Event description:
It was reported that the pt's device was protruding from her body and she had surgery to reposition it. Prior to the surgery the pt turned her device first to zero and then off. After the surgery the pt could not access her settings. When she tried to increase her stimulation from zero the programmer showed that the upper limit was reached. Further info is being requested from the hcp.

Manufacturer narrative:
.